Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer reported that she previously had diabetic ketoacidosis and was concerned that infusion set may not be giving insulin after changing the site. Customer stated previous time she was sick and also had bent cannula. Blood glucose value when admitted to hospital was 386mg/dl. The customer complained of vomiting, pre-synchopy and high blood glucose. The cause of hospitalization was that they wanted to treat overnight due to ketones, low blood pressure and high blood glucose. The customer was treated with intravenous fluids, insulin, and blood glucose of 170mg/dl though she was eating. The customer was not wearing the pump at time of hospitalization for less than 48 hours. The customer also noticed bent cannula. The insulin pump will not be returned for analysis.